Event description:
The device was returned for mechanical hardware failure (air compressor). Device was attached to a bracket and powered on, a red pump service alarm was observed. Log files were reviewed and multiple air compressor failures were found. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. The pneumatic system failed during hardware and recharge testing. The tank body was inspected for cracks or defects. No problems with the tank body were found. The air compressor will be replaced during repair before the device is sent to the test line for full functional testing.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "upon start up the motor runs abnormally, and the device alarms 'pump problem.' Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure. (Air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.